Event description:
Stent was deployed in patient's right subclavian. During deployment stent frayed. No pieces broken off. Angioplasty finished with good flow, and procedure completed. Patient tolerated well.====================== manufacturer response for biliary stent, luminexx======================local sales rep. Was contacted and was provided with lot number and date.